Event description:
It was reported that customer experienced a high blood glucose of 1116 mg/dl and an unspecified ketone level. The cause was not known. The customer was hospitalized and was treated with intravenous fluids of saline and insulin and was released on (B)(6) 2026 with the issue resolved and no permanent damage. Customer declined performing a system check with tandem technical support.